Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a keypad anomaly. Their health care provider said that the buttons were harder to press. The customer's blood glucose level was unknown. The customer was in the hospital but the reason for her hospitalization was unknown. During troubleshooting, the customer stated that the time did advance on their pump. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had unresponsive buttons at escape, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test,unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. Pump received with minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip. The correct information has been provided with this report.